Event description:
It was reported the patient had been ¿in and out¿ of the hospital a total of 6 months in the past year due to back spasms and muscular pain. It was unknown if these were related to the implantable neurostimulator (ins) as the patient was "not sure yet." The ins was shut off temporarily, which was indicated to be a problem because then there would be ¿no urination for days.¿ the patient did not pee for five days. Turning off the ins was not an option for the patient. It was stated the representatives ¿fixed¿ and checked the system to make sure ¿all the wires were connected¿ and that it was working properly. They did not find anything wrong. It was further stated the patient would see the doctor in (B)(6) 2014 to ¿double check everything.¿ it was noted they were talking about replacing the device. A little more than two weeks later, it was stated that the last impedance check on (B)(4) 2013 was normal. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4). Implanted: (B)(6) 2002, product type: extension. Product ID: 3886, lot# j0225538v, implanted: (B)(6) 2002, product type: lead. (B)(4).